Event description:
The doctor reported the implant was removed due to osseointegration failure within 1 year, approximately 3 months after implant placement. The bone quality was not reported. The oral hygiene around implant site was moderate. Local infection was found during the removal surgery. Bone augmentation material was not used in implant placement surgery. The patient is recovering.